Event description:
The dealer states that the joystick will not calibrate in left or right positions. The dealer states that the patient was not in the chair. A 3-5 years of use no additional information.